Event description:
The customer reported that an 840 ventilator had an inoperable gui while in use on a pt. The pt was not harmed or injury as a injury of the event. Covidien not authorized to svc the device.